Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strip were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 215, 226, 286 and 300 mg/dl. The customer¿s expected fasting blood glucose test result range is 150 ¿ 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 175 mg/dl and 190 mg/dl using meter. Customer was not comfortable with the results from the back to back testing. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/26/2020 and test strips were opened 10 days ago. The meter memory was reviewed for previous test result history: (B)(6).